Event description:
The doctor reported that a patient experienced shortness of breatyh after contact with aquasil ultra impression material. The patient took shot of epinephrine and the symptoms subsided.